Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation; two electronic photos were provided for review. The first photo shows one partial view of the outer cover of package. A sharp cut like longitudinal split was noted on the outer packaging cover. The second photo shows the inner transparent packaging tray. The package appeared sealed. No anomalies were noted on the inner packaging. Therefore, the investigation is confirmed for the identified tear, rip or hole in device packaging issue as a sharp cut like split was noted on the outer cover of device package in the provided photos. However, the investigation is unconfirmed for the reported packaging problem as no packaging material issues were noted on the package in the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to the dialysis catheter placement procedure, the outer package allegedly damaged. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to the dialysis catheter placement procedure, the outer package allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.